Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type g2 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller would not shut off when they touched the x on the screen. The issue began the last couple of weeks. Agent had difficulty hearing patient during the call. During the call patient reset the controller. Patient still thought there was an issue with the controller so agent advised patient to call back with their ac power to reset the controller. Patient was also calibrated by their representatives 2 months ago. Patient mentioned luckily the stimulation went low because they didn't want to get shot. Patient's stimulation would switch or change on them. Agent redirected patient to their healthcare provider (hcp) to address the issue. Pt called back with the ac power supply present for further troubleshooting. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw the batteries screen with the controller at 70% and the ins at 70%. Pt said that they pressed the x and the screen wasn't responding so they couldn't close out of the screen. Agent reviewed controller replacement with the pt. Pt said that they were on group b and they had the stimulation intensity on 3 but then the stimulation intensity went to 2 so they thought that was why they had pain in their back. Agent asked the pt if they were able to adjust the stimulation; pt said that they thought they were able to adjust the stimulation. Pt said that they needed to see a rep for ins reprogramming. Pt said that they didn't like getting shocked all over the place though when the ins reprogramming was being done. Pt mentioned that they may have had an old controller to use as well, however they didn't know where the controller was located. Pt said that one time they had the stimulation on and then when they checked the controller they saw that the stimulation was off. Agent reviewed with the pt that the ins would shut off automatically if the ins battery got too low. Pt said that they were pretty good at keeping the ins and controller charged and that they would typically charge the ins once it got to 30%. A replacement controller was sent out.

Event description:
New information received from the representative. Information received in the reply email was the cause of the issue, which was because the patient had adaptive stim turned on causing changes in stimulation based on position. The action/intervention taken to resolve the issue was turn off adaptive stim. The issue was solved and this information been confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type b5 section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.